Event description:
It was reported that during prep inside the anatomy, when negative was pulled, blood was noted in the indeflator and a hole was noted. The device was removed from the patient and another of the same size was used successfully. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood and contrast visible in the inflation lumen and balloon, which is consistent with preparation and leak while in the patient anatomy. The balloon was loosely folded. A new indeflator was used in an attempt to pressurize the balloon when fluid leaked out of a cut in the outer member at the proximal end of the guide wire exit notch .5mm in length. The cut had a flap and was smooth. Additional testing was performed and the balloon was inflated with no damage noted. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. It is possible the shaft came in contact with a sharp object prior to use; however this could not be confirmed. It was reported the voyager nc was prepared while inside the patient anatomy. It should be noted that the instructions for use (IFU) states to remove the catheter from the dispenser coil, flush the guide wire lumen, than prepare for use. All air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.